Event description:
Trial patient contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. The trial patient did not report any injury or medical intervention.

Manufacturer narrative:
The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device ((B)(4)), used with the complaint transmitter device, was returned on 01/07/2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A CAPA has been initiated for this issue.